Manufacturer narrative:
Breakage was identified to be at the transition step forward of the handle. This is the thinnest cross section and excessive forces can cause it to break off.

Event description:
The device was being used to peel labrum off the acetabulum and heard a snapping sound. The surgeon said it broke right where the handle meets the metal. The surgeon pulled the metal out of patient; it was a clean break. A rasp was used instead of the elevator. No patient injury or other complications were reported.